Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 126 mg/dl. The customer states they were able to clear the alarms. The customer stated that the insulin pump alarm pump error during self test. Troubleshooting was performed. The product will not be returned for analysis.